Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in (B)(6) contacted mallinckrodt on (B)(6) 2021 to report they experienced a delivery failure with their inomax dsir plus device while a patient was receiving inhaled nitric oxide (no) therapy. There was no report of patient harm associated with this event. The complaint device was returned to mallinckrodt for investigation. A delivery failure alarm due to an apparent inter-processor link (ipl) failure was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled no at the time of the event.